Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a failure of the system printed circuit assembly (pca) central processing unit (cpu) daughter card vpowerfail circuit. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's system and central processing unit (cpu) board assembly to resolve the error code. Additionally, a ventilator service required reminder error code was found in the device's error log. It is noted that the device powered on and operated as it should. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.